Manufacturer narrative:
Concomitant medical devices: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead, product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a loss of therapy and had issues with therapy since (B)(6) 2015. This was due to a gradual change in therapy. The health care provider (hcp) did a scope on (B)(6) 2015 and found the leads and a retention disk had migrated into the stomach. The patient's friend or family member wanted to know how this could happen. The patient started throwing up again in (B)(6) 2015. The indication for use for this patient was gastric stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the health care provider reported that the intervention taken to resolve the issue was that the patient was to follow-up with the surgery team for revision of the retention disk migration. The cause of the lead and retention disk migration was not determined. The issue had not been resolved as the patient and their family had to decide on the next step. A surgery referral was made.